Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information was obtained that the cause of the observation remains undetermined at this time. Thus, the patient will continue to be monitored. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.